Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, deflation, anxiety-product/procedure.

Event description:
Healthcare professional reported left side "textured mammary implant", "capsular contracture baker grade iii" and "possible leaking mammary implant". Device remains implanted.

Manufacturer narrative:
Continued b5: capsular contracture baker grade IV. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as surgical damage. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side "textured mammary implant", "capsular contracture baker grade IV" and "possible leaking mammary implant". Device has been explanted and replaced.